Event description:
It was reported that the customer had low blood glucose levels of 47 mg/dl. The customer reported a lost sensor alert from the insulin pump. Troubleshooting was done. The customer reported that the sensor on the insulin pump was bent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.